Event description:
The customer reported to olympus, they bumped into the laser fiber and it broke where it was attached to the laser system and caught fire. The intended procedure was therapeutic. The customer put the flame out without injury. There were no reports of patient harm or injury associated with the event. This report captures complaint on the laser system. Patient identifier (B)(6) captures complaint related to laser fiber.

Manufacturer narrative:
The laser system will not be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information from the customer. Following fields are updated: b5, h10. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
It was further reported, the issue happened in the middle of a cystourethroscopy, laser stone manipulation and stent placement procedure.there was a delay of approximately five minutes. The delay was to make sure there was no damage to patient, surrounding equipment, or laser. The procedure was completed with the same size fiber (model: tfl-fbx200s. Lot # (B)(6). Approximately 5 minutes. No patient issues. 4. Yes. 5. Same size fiber. Ref # 6. Failed in the middle of the procedure. 7. Patient was not injured. No demographic are needed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation it¿s likely the fire started as a result of the user bumping into the tfl-fbx200s laser fiber and it breaking where the fiber attached to the laser, interrupting fiber contact. The final root cause of this event was unable to be identified. The following is included in the instructions for use: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.